Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor wouldn't connect occurred. Data was evaluated and the allegation was not confirmed. The confirmation of the complaint is not confirmed. A probable cause could not be determined. However an early sensor expiration due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.